Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter would not power on upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that on (B)(6) 2014 at 7:00 am the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions based on the meter issue. One hour afterwards, the patient experienced the symptoms of dizziness, nausea and ¿double-vision¿; she did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct and there was no misuse of the product. The issue was resolved with troubleshooting/patient education. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to obtain a blood glucose reading due to the meter power issue. Therefore this complaint is being reported.